Event description:
I pump utilizes abbreviations that are not in keeping with drug standards. Folllowup:this device requires clinician to program medications in ug. National patient safety approved abbreviations state that micrograms should be abbreviated mcg, not ug.